Manufacturer narrative:
Exemption number e2014039 - ldr spine USA, inc. (Importer) is submitting the report on behalf of ldr medical (manufacturer). Review of the pre-revision x-rays provided and comments from the surgeon indicate that the patient had developed facet disease and was experiencing neck pain. Surgeon decided to remove and replace with fusion at c5/c6. The device was sent to an external laboratory for analysis and results are pending.

Event description:
Revision surgery to remove cervical disc arthroplasty device and replace with fusion treatment due patient's neck pain and some radicular symptoms due to facet issues.